Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implantable pacing lead (ipl) implant procedure, when the tip was tested while the lead was set straight, the tip would not extended after 15 rotations. The ipl was shaken, manipulated and put under water, however, the issue did not resolve. The ipl was replaced with a different lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. The analyst noted that the helix could be fully extended and retracted. If information is provided in the future, a supplemental report will be issued.